Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. One used forceps sample in the opened original packaging with the cover foil and two unopened samples were received. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The opened sample of the received three samples was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the shaft is bent and that the forceps shows some residuals on the shaft. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively due to insufficient sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four pair of ophthalmic forceps tips would not open after they were inserted into the patient's eye during surgery at which time the root of the device shaft was noted to have incomplete gluing. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.